Event description:
It was reported that the patient presented in hospital due to inappropriate shocks by their implantable cardioverter defibrillator (ICD). It was discovered that the shocks were inappropriate and caused due to atrial tachycardia and fibrillation with a rapid ventricular response. The high voltage impedance was found to be stable. No intervention took place at the time and the patient would continue to be monitored. The patient condition was stable.